Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles.there was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned for the further evaluation and the external and internal aspect of the device was inspected. Dust / dirt contamination inside the device was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed and there was no error found. The manufacturer concludes there was no visible foam degradation and the device was scrapped at customer request. Section d8, d9, h2, h3 and h6 were updated.